Event description:
During preventative maintenance of the device, the user reported that the reverse ungrounded leakage current was higher than specifications. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.